Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that dilator hub detached after the dilator removed from the body. There was no known patient side effects reported. No additional information is available.

Manufacturer narrative:
The device was used in treatment. DHR's were reviewed and the dilator passed all in process and final inspection. One dilator with detached hub was returned for evaluation. There were no traces of blood found. Upon returned product evaluation, it was found that the dilator hub was detached. Over molding marks were observed under the dilator hub portion. The dilator hub was observed through the microscope and there was no evidence of dilator tube material melted onto the hub. This indicates that probably the over molding was not sufficient. The cause of this issue was related to operator error. Per adelante-s introducer dilator in process and final inspection: visual inspection inspect molded hub for proper shape. Verify compliance with the drawing, refer to section 6. Verify size molded on hub, it must have the decimal point (ex. 11.0, 11.5). According to the drawing, measure the inner diameter of the dilator hub by inserting a gauge pin, confirm that a pin with od within the range of the dilator ID passes and a pin above the range of the dilator ID does not pass. Attach luer gauge to hub to verify proper fit. Register the inspection results into adelante-s introducer dilator over molding inspection record. Verify snap lock hub/boot is fixed securely. Make sure there is no flash inside snap. Lock hub/boot after assembly. Verify snap lock hub spins freely. For adelante-s ii, verify molded french size on the dilator hub is visible through the boot window. Register the inspection results into adelante-s introducer dilator assembly qa inspection record. Per adelante s dilator and occlutech loader adaptor final assembly; with the mold open, ensure the indicator switch is set to "manual". Mold parts: pay particular attention to part placement in the mold and on the hand loader. Note: make sure to insert the tube until the mark in the core pin without covering it. Per procedure IFU, adelante safesheath ii: aspiration and saline flushing of the sheath, dilator and valve should be performed to help minimize the potential for air embolisim and clot formation. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve members resulting in blood flow through the valve. Never advance or withdraw guide wire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Once assembly is fully introduced into the venous system, separate the dilator cap from the sheath valve housing by rocking the dilator cap off the hub. Based on the investigation, a CAPA was not required. Personnel were "retrained" on "respective" procedure and interim controls actions were initiated to the "reinspect" "in-house" inventory. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. No further follow-up is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report